Event description:
Received additional information on (B)(6) 2012 stating that the patient was seen on (B)(6) 2012 and the impedance was normal. On (B)(6) 2012 high impedance was reported and the patient was referred to the surgeon. No manipulation was reported and no x-rays were taken. The surgeon stated that someone saw the patient have a seizure and fall, and that no other trauma was reported by the patient. Review of manufacturing records indicated lead met all specifications prior to shipment.

Event description:
It was reported on (B)(6) 2012, that the patient was seen on (B)(6) 2012 at a follow up visit and was found to have high impedance >10,000ohms. The patient has been referred to a surgeon. No additional information is known at this time and attempts for additional information have been unsuccessful to date.

Event description:
The patient was scheduled for and underwent revision surgery due to high impedance on (B)(6) 2012. The lead was replaced at that time. Attempts for additional information have been unsuccessful to date and the explanted lead has not yet been returned to the manufacturer.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that the lead was discarded during surgery.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records indicated lead met all specifications prior to shipment.